Event description:
The pt reported the piston rod on his insulin infusion device continues to rewind even after it should stop. He stated that while changing the insulin cartridge he received an e10 (cartridge error). He said he went through the troubleshooting steps as set out in the manual but when he got to the "change the cartridge" portion the piston rod would not stop rewinding. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.